Event description:
It was reported that a pt experienced a shocking/jolting sensation following a position change, while he was sleeping. The pt had lost his programming device, and was unable to make adjustments to his stimulation. The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).